Event description:
The customer plymouth nuffield hospital reports via the sales rep that the poly liner for trident shell did not click in as it usually does. The customer reported that it was necessary for another poly liner to be used. The customer reported that only minimal delay to surgery resulted from having to locate an alternative liner.

Manufacturer narrative:
Catalog number and lot code information are unknown at this time. The device was reported as an unknown poly liner for trident shell. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer plymouth nuffield hospital reports via the sales rep that the poly liner for trident shell did not click in as it usually does. The customer reported that it was necessary for another poly liner to be used. The customer reported that only minimal delay to surgery resulted from having to locate an alternative liner.

Manufacturer narrative:
An event regarding assembly issue involving a trident liner was reported. The event was not confirmed. Visual inspection indicated that scratches and gouge marks were observed around the locking tab and on the dome of the device, most likely due to implantation attempts. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed.